Event description:
It was reported that during insertion in pulmonary medicine, the user was unable to pass the swg through the ars and during the attempt the swg kinked. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).